Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer contacted technical support, who assisted in resetting the pump and provided instructions in case the issue recurred. The customer was able to continue using the pump without further problems.